Event description:
It was reported during remote follow up that the atrial lead exhibited a failure to sense and increased capture threshold. Imaging revealed that the lead had dislodged. Programming changes were made. The patient was stable and asymptomatic.